Event description:
It was reported that the entire catheter was removed and replaced due to migration. The pump connector ¿long one¿ would not come off pump. There were no patient injuries. The patient¿s status after the device was removed was ¿recovered without sequela.¿ the catheter was replaced. It was further reported that the ¿longer pump connector with (illegible word) showing would not come off pump.¿ additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. Product ID: neu_ascenda_cath, serial# unknown, product type: catheter. Product ID: neu_ascenda_cath, serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the catheter (s/n (B)(4)) found the sutureless connector damaged at explant. Analysis of the catheter sutureless connector (s/n unknown) found difficulty with sutureless connector which led to explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.